Manufacturer narrative:
Correction PMA/510k for previous submitted report: (B)(6) 2018 conclusion: it was reported that there were bent pins in the controller socket of the batteries, and the connectors were damaged. The controller and five (5) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed two bent pins were found on power port two (2); the bent pin did not allow a battery to properly connect to a controller. Failure analysis of the returned batteries revealed that the units passed functional testing. Visual inspection revealed worn connectors, likely due to the interaction between the controller's power port and batteries. Based on the available information, the reported event was confirmed. The most likely root cause of the reported bent pin on the controller can be attributed to a misalignment between the power port and battery output connector. This misalignment might also have contributed to the worn battery output connectors. An investigation was opened for bent pins on controller 2.0. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis/investigation results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller fails external visual inspection. The returned batteries passed functional testing but failed external visual inspection. Investigation is ongoing. Additional products: battery bat208485 d10: yes, return date: 2017-11-13 h3: yes h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 77 battery bat208484 d10: yes, return date: 2017-11-13 h3: yes h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 77 battery bat208487 d10: yes, return date: 2017-11-13 h3: yes h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 77 battery bat208494r01 d10: yes, return date: 2017-11-13 h3: yes h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 77 battery bat201094 d10: yes, return date: 2017-11-13 h3: yes h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 77 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: heartware® ventricular assist system ¿battery: battery / (B)(4)/ model #:1650de / expiration date: 2016-09-30, (B)(4), device available for evaluation?: no, mfg date: 2015-09-30, labeled for single use?: no. Heartware® ventricular assist system ¿battery: battery / (B)(4)/ model #:1650de / expiration date: 2016-09-30, (B)(4), device available for evaluation?: no , mfg date: 2015-09-30, labeled for single use?: no. Heartware® ventricular assist system ¿battery: battery / (B)(4)/ model #:1650de / expiration date: 2016-09-30, (B)(4), device available for evaluation?: no, mfg date: 2015-09-30, labeled for single use?: no. Heartware® ventricular assist system ¿battery: battery / (B)(4)/ model #:1650de / expiration date: 2016-09-30, (B)(4), device available for evaluation?: no, mfg date: 2015-09-30, labeled for single use?: no. Heartware® ventricular assist system ¿battery: battery / (B)(4)/ model #:1650de / expiration, date: 2015-10-31, (B)(4), device available for evaluation?: no, mfg date: 2014-10-31, labeled for single use?: no. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were bent pins in the controller socket of the batteries. It was also noted that the connectors were damaged. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.